Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead, model#: sc-4318, lot #: 18972672, description: clik x anchor.

Event description:
A report was received that the patient was experiencing severe post operative pain. It was noted that the pain was beyond what was normally expected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe post operative pain. It was noted that the pain was beyond what was normally expected. The patient underwent an explant procedure.